Event description:
It was reported that the during implant the programmer froze, upon reinterrogating a message -the pulse generator had reached end of life- appeared. The programmer was rebooted and the device reinterrogated two more times with the same results. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.